Event description:
Update was received that at the patient's follow up appointment the impedance was ok, and the physician is planning on following up at the patient's next follow up appointment. Tablet data download was provided for review to determine at what time the impedance became ok. 06/30/2021 (settings): normal mode - output current 2 ma / frequency 30 hz / pulse width 500 usec / on time 30 sec / off time 3 min; magnet mode - output current 2.25 ma / pulse width 500 usec / on time 60 sec 06/30/2021 (diagnostics): output status ok (2 ma) / impedance ok (2265 ohms) / battery status ok (50-75%) no known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen on the patient's vns device. Ap chest/neck x-ray image was reviewed. The generator placement was determined to be normal as it is below the clavicle in the upper left chest, however it appears to be placed more laterally than normal. The connector pin and feedthru wires could not be assessed due to the quality of the image. The lead was visualized in the chest and neck. There appears to be some strain relief present but it was unable to be assessed completely due to the quality of the image. It could not be confirmed if both strain relief loop and strain relief bend are present per labelling. Three tie downs are present. Due to the quality of the image, the lead was unable to be assessed for gross fractures and sharp angles. It was also unable to be assessed if the lead wire is intact at the connector pin. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.